Manufacturer narrative:
Evaluation conclusion = the display screen only was returned for evaluation.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, a failure of the device's display screen was observed. The device's display screen was replaced to address the issue. The display screen only was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the display screen failure was electrostatic discharge (esd) damage.